Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported by the patient's mother that since (B) (6) her daughter has either not worn her speech processor or worn it without batteries. Repeated testing measurements were carried out, which led to a very loud hearing sensation. Testing confirmed that the device malfunctioned.